Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted . Reported to the FDA on november 18, 2015. (B)(4).

Event description:
End user reports rash that started in (B)(6), 2015 under the tape border which has since migrated to some areas under the mass, however it remains most concentrated under the tape border. A local wound ostomy continence nurse recommended an over the counter anti-fungal powder but, this was not successful. In (B)(6), 2015, end user states "he saw his primary physician who diagnosed rash as contact dermatitis and gave him a steroid injection which caused an improvement within 24 hours but, then it returned with continued use of the product." A prescription steroid cream (name unknown) was prescribed but, end user states he has not used it due to interference with adhesion of the wafer.